Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing impedances readings greater than 2000 ohms. No additional adverse patient effects were reported.